Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and when the balloon was inflated, the balloon ruptured. Another 3.0x8mm nc emerge balloon catheter was used but also ruptured. No patient complications nor injuries were reported.